Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was implanted with a zero-p va due to a cervical disc disease with radiculopathy. Prior to implantation, the surgical team could not guarantee sterility because of the problems with ventilation in the operating theater and need of lifting the sterile surgical drape. On an unknown date post implant, the patient developed a late deep wound infection. Late symptoms were developed, thus, blood samples were taken via wound cultured that showed a staphylococcus, epidermis, propionibacterium acnes. No culture was taken from the implants. As per the surgeon, patient had anemia, probably reactive to the infection , she experienced severe pain in her left arm and rhizopathies (B)(6) 2018, an extraction surgery was performed for a zero-p variable angle (va) cage convex and two (2) cervical spine screws. It was unknown if there was a surgical delay. Patient outcome was unknown. This report is for one (1) cervical spine screw. This is report 2 of 3 for (B)(4).